Event description:
Delay in reporting is related to risk receiving info on (B)(6) 2013. This is being reported for a product concern. It was not used on a pt but problem discovered prior to use when room still being set up and device being checked. While setting up for a procedure. A peak flow plasma blade 3.0 was tested and did not pass the test. This blade was replaced and the 2nd blade also failed the test. A third blade was opened up and passed the pre-test. The company rep was present and took the peak flow plasma blades and gave the operating room 2 replacement blades. It is reported that the generator was working properly. The rep told the operating room staff the following: "the headpiece line and the receiver section have an inbuilt micro switch. When the connector is put into the unit "to fast", it trips the micro switch, and the generator then does not allow any power, or any connection reading, to the handle. Removing and re-inserting the connector does not reset the switch, you have to replace the whole hand unit."